Manufacturer narrative:
Code 400: torn bag. Evaluation summary: the analysis results found that the instrument was returned fully cinched and torn at the bottom end.

Event description:
During a laparoscopic cholecystectomy procedure, as the specimen was being removed, the device ruptured. There was no patient consequence. Procedure was completed with another device of the same product code.